Event description:
In 2002, durect received information from the treating surgeon that after placement of the intraear round window catheter the patient spent the night in the hospital vomiting. The treating surgeon indicated that he was going to bring the patient back into surgery and remove the catheter to see if he perforated the round window membrane while placing the catheter. After follow-up inquiry by durect 2 days later, the treating surgeon provided a brief update on the patients condition: "fistula, ruptured round window membrane, deaf, incapacitated by vertigo, extra days of hospitalization. Will require cochlear implant now." In 5/02, the treating surgeon spoke with a durect representative at a trade show and indicated that he had patched the fistula and was planning to implant a cochlear implant in the same ear. He also indicated that the patient was deaf before the catheter placement, and was still deaf at the time of conversation with the durect representative. Follow-up was made with the treating surgeon 8 days later by durect to obtain additional information about the patient's injury. No cochlear implant has been performed. Further information on the patient is expected to be sent to durect shortly.